Event description:
Patient reported they are a former patient, they are seeing an orthodontist and the byte aligners caused damage to their teeth and jaw. Patient was contacted and provided additional information that their orthodontist found that they had developed a cross-bite, their back three molars had cracked due to the tightness of the aligners and their bottom three front teeth are pushed in and will require a bottom retainer.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.